Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the body cover grip broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the operation channel leak, the bending rubber leak, the suction channel leak, the air/water nozzle loosened, the brand plate worn out, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).